Manufacturer narrative:
The customer technical specialist (cts) advised the customer on tubing replacement. Per conversation with the customer on (B)(6) 2013, the tubing was replaced to repair the leak. There have been no further issues and patient results were not impacted by this issue. Field service was not dispatched. Backwash pump pm8 malfunction attributed to a leak in tubing at pv49; however, the lh500 gave diluent comparison errors stopping system operation and alerted the customer to an instrument problem. (B)(4).

Event description:
The customer reported getting diluent comparison errors after replacing the needle on their coulter lh 500 hematology analyzer. While troubleshooting the customer found a contained leak (5ml) in tubing at pinch valve pv49. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.